Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. During the therapy preceding the discovery, the patient had received an m31 air detected in cassette alarm during an unspecified phase of therapy. The patient was unable to clear the alarm and decided to cancel their treatment. The following day, the patient contacted a technical support representative and upon removing the cassette, fluid was found within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was unable to complete their treatment that night but was able to complete their treatment once a replacement cycler arrived. The patient did not develop any symptoms or require medical intervention following the event. The patient has been able to continue with peritoneal dialysis therapy on their new cycler. The cassette used at the time of the leak had been discarded. Additional information was requested but was not available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external and internal visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results positive. An accelerated stress test was performed on the device with no leaks or malfunctions noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device also passed patient sensor calibration testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.